Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with moderate stenosis in and arteriovenous fistula (av) in the arm. The armada 35 balloon catheter was prepared per the instruction for use and advanced to the lesion. The armada balloon ruptured horizontally [radial] during the 1st inflation at 18 atmospheres. A portion of the ruptured balloon remained in the patient. The balloon fragment was not retrieved as it could not be located under x-ray. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed. The reported material rupture and balloon separation were confirmed. It should be noted that armada 35 instructions for use (IFU), states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries. Additionally, the IFU states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to the user error as the balloon was inflated above rbp. The reported/noted balloon/inner member separations, loose balloon markers, inner member kink and patient effect appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.